Event description:
It was reported to boston scientific corporation that a radial jaw 4 large capacity forcep was used during an coloscopy procedure performed on (B)(6), 2010. According to the complainant, during the procedure the device was used to take a biopsy. After withdrawal from the scope, the biopsy specimen was removed. At this time, one of the pull wires was found to be broke and protruding from the device. The procedure was completed with another radial jaw 4 large capacity forcep. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Event description:
It was reported to boston scientific corporation that a radial jaw 4 large capacity forcep was used during an coloscopy procedure performed on (B)(6), 2010. According to the complainant, during the procedure the device was used to take a biopsy. After withdrawal from the scope, the biopsy specimen was removed. At this time, one of the pull wires was found to be broke and protruding from the device. The procedure was completed with another radial jaw 4 large capacity forcep. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
A visual examination of the returned device found that the needle tail was bent out of the clevis. Aside from the bent needle tail, all other characteristics of the device were found to be within specification. The condition of the returned incident device was consistent with the complaint that one the wires was broke and sticking out, during investigation it was determined to be the needle tail. The most probable root cause is operational context. A review of the device history record (DHR) and labeling review were performed and no anomalies were noted.

Manufacturer narrative:
Patient indentifier, patient age, date of birth, and weight are unknown. The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.